Event description:
It was reported that a tecnis synergy optiblue intraocular lens (iol) was explanted due to patient having glare and halos. There are no issues regarding visual acuity. Vision pre-operative: far: 0.5 near: jaeger 4 (decimal). Vision post-operative: far: 1.0. Daily activity was affected especially at night time. The iol was exchanged with a mono-focal iol. No incision enlargement, vitrectomy, or sutures required. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown, the best estimate is between (B)(6) 2021 and (B)(6) 2022. Initial reporter telephone number: (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.